Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert. The patient experienced discomfort and fatigue. Upon interrogation, the device exhibited backup vvi operation. Programming changes were made to restore the device to normal settings. The patient was in a stable condition post programming.